Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, radiopaque line did not show up on x-ray, therefore, they were unable to determine tube placement. There is no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.